Event description:
Theatre nurse reports that with both parts the second packaging was opened together with opening the outer box. Nurse thinks that the lid of the second packaging was glued to the outer box.